Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while the customer was charging the pump. Reportedly, the pump was not exposed to extreme temperatures and the alarms repeated while the pump was charging. Additionally, it was reported that a malfunction alarm occurred. Customer's blood glucose level ranged between 140-190 mg/dl. Reportedly, the customer continued to use the pump and had manual injections as alternate insulin therapy.